Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration testing and was unsuccessful. The baseline evaluation testing was ineffective, due to the programmer did not detect touch on the right area of the display. The touchscreen issue was confirmed and the programmer was disassembled to isolate the component which was not working in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product issue disappeared. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this latitude programmer touchscreen was unresponsive after every system start-up. No adverse patient effects were reported. This product was return for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration testing and was unsuccessful. The baseline evaluation testing was ineffective, due to the programmer did not detect touch on the right area of the display. The touchscreen issue was confirmed and the programmer was disassembled to isolate the component which was not working in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product issue disappeared. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this latitude programmer touchscreen was unresponsive after every system start-up. No adverse patient effects were reported. This product was return for analysis.